Event description:
There was an allegation of false negative results from the eplex blood culture identification panel - gram positive (bcid-gp) panel assay on a gm eplex base analyzer. The result of the initial test was staphylococcus only. The culture result for this sample was staphylococcus aureus. The sample was retested on the eplex on (B)(6) 2025 and resulted in the detection of staphylococcus and staphylococcus aureus.

Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). The investigation did not identify a specific cause of the event. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. The event is also consistent with a sample heterogeneity issue. If the target is not evenly distributed within the sample, the portion used for the assay may not accurately represent the overall concentration.